Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had dislodged on an unknown date. On (B)(6) 2018, the asymptomatic patient presented for lead revision. The lead was explanted and replaced successfully. The patient was in stable condition post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.